Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented for generator change, prior to the procedure, a programmer commanded shock was performed. The programmer commanded shock failed due to high currents detected by the device. The right ventricular lead parameters were stable, but the decision was made to replace the rv lead. The rv lead was capped on (B)(6) 2019. Patient was stable.